Event description:
Per the clinic, the patient underwent revision surgery on (B)(6) 2012. The reason for, and nature of the surgery were not reported. The implanted device remains.

Manufacturer narrative:
Implanted device remains.

Manufacturer narrative:
This report is filed (B)(4), 2013.